Event description:
It was reported that a spectrum iq pump was running bag dry of total parenteral nutrition (tpn) early by approximately 2 hours over a period of two weeks (over-infusion). The total volume with overfill was 2200 ml (milliliters), while the programmed rate was calculated based on 2100 ml over 24 hours (87.5 ml/hour) during patient infusion at patient floor department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.